Manufacturer narrative:
The device was received and analyzed. The inspection of the memory content revealed increasing values of the rv pacing impedance from 868 ohms to 2387 ohms between (B)(6) and (B)(6) 2017. Within the same period of time the rv pacing threshold increased from 2.2 v to 4.6 v at 1.0 ms. No further peculiarities were observed. The returned photos and the header of the ICD were visually inspected, confirming the clinical observation. Blood was found inside the header bores. However, further analysis of the devices header did not reveal any deviations. There was no indication of a material or manufacturing problem. Based on the analysis results it is reasonable to assume that the blood penetrated the header bores in the course of the surgery. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the ICD was fully functional. There was no indication of a device malfunction. The analysis of the header did not reveal any deviations. It cannot be excluded that the blood penetrated the header bores in the course of the surgery.

Event description:
A few days after implant there was a slight increase in thresholds and high rv impedances of over 2000 ohms. On (B)(6) 2017 the pocket was opened and as soon as the rv connector was unscrewed you could see a large amount of blood surrounding the lead connector. Psa parameters were okay. The physician noticed that blood was inside all the connectors so it was decided to replace this ICD.